Event description:
It was reported that this 980 ventilator failed circuit pressure test during extended self-test (est) and short self-test (sst) with an exhalation auto zero solenoid not operational error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The service personnel (sp) inspected the ventilator, confirmed the reported issue n the logs, and replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests ccording to the manufacturer's specifications at the time of service. One eva was returned for further analysis. The part was visually inspected with no observed anomalies. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough investigation, a faulty so1 on the eva was identified. Analysis determined the exhalation sensor printed circuit board assembly (pcba) of the eva was prior to the implementation of a change to address autozero solenoid (s01) failures. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.